Manufacturer narrative:
The manufacturer previously reported a bipap a 30 was returned to a third-party service center for evaluation and the device failed to power on. The device¿s main pca board was replaced to address the issue. Upon additional review, this issue does not meet the manufacturer¿s risk analysis for a reportable issue. The device is not a life sustaining device. There was no harm or injury reported, and the device was not in patient use at the time of the event. No ventilator inoperative alarms were noted. Review of the complaint information found that no death or serious adverse event occurred. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.

Event description:
A bipap a30 was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third-party service center, a failure of the device to power on was observed. The device's main pca board was replaced to address the issue.